Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over for all stations, and the issue had been occurring for approximately 20¿30 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the all orders were not crossing over for all stations. A technical support specialist (tss) dialed into the server and identified that xml processing had frozen. Relevant services were restarted and the interface services utility package was deployed via carefusion coordination engine (cce) remote smart service (rss), however, no change was observed and no recent messages were processed. Integration engineering support team (iest) reviewed the cce environment and confirmed that services were running, with no disk space issues, and traces showed messages were being successfully received from the host and sent to es. As cce was functioning correctly and orders were confirmed to be crossing over, no further troubleshooting was required on the cce side. The system functioned as intended after the technical support specialist troubleshot the device.